Event description:
Meter name: one touch. Strip name: unknown. Meter code: unknown. Strip code: uknown. Strip storage: unknown. Symptoms: dizzy. The patient reported that patient was not able to test on the meter. The meter was allegedly prompting "insert strip". There were no results obtained from the meter. There were no results from any other source. There were no comparisons with any other device. There was no treatment. No futher information has been reported.